Event description:
On (B)(6) 2011, the patient sample was run on the unicel dxi 800 access immunoassay system and elevated tsh result was obtained, that was concluded to be correct and was reported out of the laboratory. Based on the reported result the physician adjusted the patient's synthroid medication due to the elevated results from 75 ug/day to 100 ug/day. On (B)(6) 2012, a customer contacted beckman coulter inc. (Bec) in regards to obtaining elevated tsh result (>100 mu/ml) for the patient result which was run on (B)(6) 2012. The sample was repeated on the same unit and >100 mu/ml was obtained. This result was questioned by the physician since it did not match the patient's clinical picture and the previous tsh result which was run on (B)(6) 2011. The patient sample was sent out and run on an alternate laboratory methodology on two different days ((B)(6) 2012) and lower results were obtained. The customer repeated the sample using scantibody tube and lower results of 0.68 and 0.66 was obtained. On (B)(6) 2012 the customer repeated the patient sample run from 02/18/2012 and 99.55 mu/ml was obtained. The patient's free t3 (3.96 pg/ml)), free t4 (19.3ng/dl) and total t3 (1.63ng/ml) results were within the laboratory's normal reference ranges. The sample was collected in bd sst 13 x 100 mm vacutainer and stored in the refrigerator prior to use. The sample was used within 1 day of collection and was centrifuged at 3000 rpm for 10 minutes at room temperature. Controls were run prior to the event. Qc data was not provided. The unit is currently performing within qc specifications with respect to controls and reproducibility. This MDR covers the event from (B)(6) 2012. The two other events are covered under MDR 2122870-2012-00771 and 2122870-2012-00853.

Manufacturer narrative:
No indication that a field service engineer (fse) was dispatched for this event to date. The samples were sent to customer product line support (cpls) for additional testing; unfortunately sample integrity was compromised during transit; hence no testing was performed. A definitive root cause for this event can not be determined since bec was unable to conduct further investigation on the sample.